Event description:
Patient reported that she fell on the device. Patient indicated that she was having dka (900 mg/dl), which was caused by the device. Patient indicated that she was currently hospitalized. Patient indicated that the cartridge was low and then empty, but the device did not display an error code. Patient indicated that she performed a bolus of 5 units in the air and insulin dripped from the device.